Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of ¿high¿, although a specific value was not provided. Customer addressed their bg with a manual injection. Reportedly, the customer did not complete loading sequence within 3 minutes. Customer loaded cartridge and resumed insulin delivery.